Event description:
Boston scientific crm received information that a patient with a device experienced syncope.

Manufacturer narrative:
If additional information becomes available, the event will be updated.